Event description:
It was reported that during a peripheral stenting treatment procedure, balloon deflation issues and difficulty withdrawing from a stent occurred. The target lesion was located in the non tortuous and non calcified left renal artery. A 5.0x15x90cm express sd renal/biliary stent delivery system (sds) was advanced to the target lesion and the stent was deployed at 18atms. During withdrawal of the sds resistance was encountered. The balloon was withdrawn from the stent, however, it was partially inflated and would not retract into the guide catheter. Several balloon inflations and deflations were performed. The balloon was burst intentionally at 27atms and everything was removed intact. No additional actions were necessary as the procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).